Event description:
Inform user reported an inform system result at 4:26am of 190 mg/dl. The patient was not symptomatic. Staff administered unspecified insulin according to the patient's likewise unspecified sliding scale. Two hours later, the patient was symptomatic of hypoglycemia. A lab draw at 6:40am was 17 mg/dl. Inform result at 6:42am was 139 mg/dl. No adverse event was reported, nor was treatment reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.